Event description:
It was reported that during a ptca/stent procedure after an unsuccessful attempt to cross the lesion, the delivery system was removed through the guiding catheter, which is contrary to the IFU. Subsequently, the stent became separated, and attempts to retrieve it were unsuccessful. The decision was made to send the pt for bypass surgery. Reportedly, the pt is doing fine.